Manufacturer narrative:
The neuromonitoring system has not returned for evaluation. Photographs were not provided. A review of device history records showed no manufacturing or processing related irregularities. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
During a spinal procedure using intraoperative neuromonitoring, multiple electrode checks would not pass the impedance test. The harness and individual electrodes were replaced with no resolution. The patient was already under anesthesia. The surgeon elected to abort the case prior to incision.